Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a no delivery alarm due to a bent canula. The customer had a blood glucose level of 500 mg/dl. The customer was able to rewind the pump, but was unable to finish trouble shooting at the time of the call. Nothing has been returned at this time. No further information was reported.